Event description:
The customer reported having issues with prime/rewind. The blood glucose reading was 202mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarmed during rewind due to corroded motor home switch. Unable to confirm alarms due to motor error alarms. Missing end cap sticker and loose/protruding drive support disk noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.